Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32041, 1627487-2020-32045. It was reported the patient had his entire system replaced on (B)(6) 2019 with a competitor's system for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.